Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The indicator light was green but the motor rotation does not allow insertion into the bone. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Ez-io driver 9040 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. It should be noted that this driver is black, indicating it is a military driver, with a serial # beginning with "m." The trigger guard was still tethered to the driver. The unit experienced a complete stall during the first soft saw bone insertion attempt at 8.13 seconds. No further testing was conducted. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the led displayed a solid green light and the motor was operable. The eeprom data could not be parsed and analyzed due to an earlier eprom version of the chip that cannot be read. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) were depleted below at or below 20% capacity. This is reference test only. The customer's complaint that the driver failed under a steady green led light condition was confirmed. The reason the driver lost power was due other remarks: to battery depletion. The batteries were tested under simulated load conditions and each one was found to be depleted less 20% capacity or less. Teleflex has opened CAPA (B)(4) to investigate the cause for the led remaining green. The driver had no power because the batteries were depleted. Battery load test confirms depletion. Teleflex has opened CAPA (B)(4) to investigate the cause for the led remaining green. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The indicator light was green but the motor rotation does not allow insertion into the bone. The patient's condition was reported as unknown.